Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron plus g136 they allege that they have little water flow and the handpiece gets hot, no injury resulted.

Manufacturer narrative:
W4o water sol,iso valve leaking. Continuous water leaking due to debris buildup in the water system not allowing the solenoid to close completely poor water pressure regulation hardened and deteriorated water supply hose debris buildup in the water filter debris buildup in the handpiece cable. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. DHR review is not required because the product was returned for evaluation and the described failure mode is a known hazard.